Event description:
Caller reported alarm 2 followed by alarm 26, indicating a malfunction concern. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the trusteel infusion set and resumed insulin, and additional assistance was not necessary.